Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause of the e315 (non-compatible endoscope) and b30 (scope communication) errors was the device leaked while the user was handling the device, and water invaded. Then abnormality of electronic parts occurred. The event can be detected/prevented by following the instructions for use which state: ¿ perform a leakage test on the endoscope after each precleaning procedure. Do not use the endoscope if a leak is detected. Use of an endoscope with a leak may cause a sudden loss of the endoscopic image, damage to the bending mechanism, or other malfunctions. Use of a leaking endoscope may also pose an infection control risk. When inserting or withdrawing an endotherapy accessory, confirm that its distal end is closed or completely retracted into the sheath. Slowly insert or withdraw the endotherapy accessory straight into or from the slit of the biopsy valve. Otherwise, the biopsy valve or instrument channel may be damaged and pieces of it could fall off. It may cause patient injury. If insertion or withdrawal of endotherapy accessories is difficult, straighten the bending section as much as possible without losing the endoscopic image. Inserting or withdrawing endotherapy accessories with excessive force may damage the instrument channel or endotherapy accessories and could cause some parts to fall off and/or cause patient injury. If the distal end of an endotherapy accessory is not visible in the endoscopic image, do not open the distal end or extend the needle of the endotherapy accessory. This could cause patient injury, bleeding, perforation, and/or equipment damage.¿ olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The subject device was returned to olympus for evaluation. During inspection and testing, the allegations of e315 and b30 errors were confirmed. In addition, the instrument channel had a leak. The bending section cover had fluid invasion. The charge coupled device shrink tube was cute. The insertion tube had a deep dent. The control body had minor dents, scratches, and fluid invasion. The scope connector had a loose ethylene oxide valve and fluid invasion. The label on the connector was incorrect. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.

Event description:
A customer reported to olympus, the evis exera iii bronchovideoscope (bf-h190) displayed an e315 (non-compatible endoscope) and b30 (scope communication) errors during maintenance. The customer stated a b30 error on multiple bf-h190 series scopes. Bf-1th190 scope and 180 series scopes work fine. There was no report of patient harm associated with this event.